Manufacturer narrative:
Unit was received with normal operating currents and no unexpected off/no power, low battery, battery out limit, failed battery test alarms during testing. Unit received with button error alarm and had intermittent act button response due to moisture damage keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a battery out limit. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.